Event description:
It was reported that the doctor attempted to repair a groshong PICC but continuous backflow from the catheter was noted, which could not be controlled. Doctor suspected it may be due to valve damage on the catheter. Due to this, the decision was made to remove and replace the entire catheter. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.